Event description:
It was reported that on (B)(6) 2007, the patient underwent a posterior discectomy and a congenital fusion c5-6 where rhbmp-2/acs was implanted. The patient now suffers from neck pain, cervical radiculopathy, and 15-20 types of cancer. No further information was reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implanted date: (B)(6) 2007. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.